Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted into the patient on (B)(6), 2009. The surgery was performed without complications. According to the complainant, the patient experienced vaginal pressure and pain, vaginal bleeding, and dyspareunia. On approximately (B)(6), 2010 the patient underwent corrective surgery; however this did not address the complications. The patient experiences abdominal and pelvic pain, as well as a recurrence of her symptoms. All other information, including the patient's current condition, is unknown and reportedly unavailable.